Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead measuring 34.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that oversensing noise was observed. A lead fracture was suspected. The lead was explanted. No adverse consequences to the patient.